Manufacturer narrative:
Unknown date in 2017. 510k: this report is for an unknown quantity of unknown drill bits/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter was the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported in 2017 the patient had hallux valgus surgery on the feet. After the surgery was completed, the patient was informed debris from the drill bits remained in the left foot. This report is for an unknown quantity of unknown drill bits. This is report 1 of 1 for (B)(4).